Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 480 mg/dl due lot of carb intake. Customer was reporting large difference in sensor glucose and blood glucose. Customer also stated that they got covid shot and her blood glucose went low to 58 mg/dl. Customer stated that she corrected it with food but did not calculated the bolus. Customer also reported that while changing infusion set they noticed bent cannula and adhesive was wet completely. It was unknown that auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis